Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that as per the carelink report, the customer was in manual mode at the time of the high event due to safe basal time out.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to the high blood glucose level. The date of hospitalization was unknown. The customer¿s blood glucose level was 21 mmol/l. The customer reported that they were treated with the insulin drip for high blood glucose level. It was reported that the customer declined to troubleshoot for high blood glucose level. Customer reported that they had high blood glucose level of 21 mmol and then they went to 14 mmol/l. While they had their insulin pump. Customer reported that they had changed the infusion set. The insulin pump will not be returned for analysis.